Manufacturer narrative:
The qa lab found the returned reagent to read an average of 46mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer called about an error code that he had received while testing with his contour meter. The initial call did not meet the criteria to be reported. The customer returned his test strips for eval. Replacement test strips were sent to the customer.